Event description:
It was reported that the procedure was to treat the heavily calcified anterior tibial artery. The target lesion was predilated with the 2.5x30 mm trek balloon. No resistance was felt during advancement or retraction of the trek balloon. The 2.75x38 mm xience pro stent was placed in the target lesion without any issues. It was then observed that the markers of the trek balloon were visible via xray distal to the xience pro stent implant in the vessel. It was noted that only the shaft of the trek catheter was retracted from the anatomy. The shaft must have been separated while retracting the balloon and before placing the xience pro stent. The distal part of the trek catheter, including the balloon, was located distal to the xience pro stent in the vessel. Using a snare device the distal part of the trek catheter was removed from the anatomy without any issues. The xience pro stent itself was not damaged. There were no adverse patient effects reported. The final patient outcome was very good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 4f sheath ; stent: 2.75 x 38mm xience pro. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.